Manufacturer narrative:
The device was inspected by an arjo representative. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event related an enterprise 5000x bed. According to the information received, the patient was in the bed when it unexpectedly failed. The hinge pivot bolts came loose, causing the backrest to twist and the hinges to detach. No injuries occurred as a consequence.

Manufacturer narrative:
Arjo was informed of an event related to the enterprise 5000x bed. According to the information received, the patient was in the bed when it unexpectedly failed. The hinge pivot bolts came loose, causing the hinges to detach and the bed backrest to fall down. As a result, no injuries occurred. Photo evidence provided revealed that the 3 hinges were disconnected (the screws connecting the hinges have become unscrewed) and the gas spring damper was also broken. The hinges are located at the left and right side of the bed and allow regulation of the angle of the backrest and knee section. When the hinge became loose and then became disconnected, a mechanical damage of gas spring (backrest damper) as well as backrest actuator can occur. The symptom of the failure is the collapse of the backrest section of the bed. In the investigated event the backrest damper broke and the backrest fell down. The device inspection revealed that there was no loctite on the screws connecting hinges. As there was no repair done for these hinges since manufacturing, it seems that the malfunction reported (unscrewed hinges and their disconnection) could be related with the assembly process of beds. The appropriate actions were taken to address the reported issue. Arjo device failed to meet its performance specification since the hinges disconnected and other parts were damaged. This complaint was deemed reportable because the screws inside the hinges were unscrewed and disconnected while the bed was in use with a patient.